Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid left anterior descending artery with mild tortuosity and heavy calcification. Pre-dilatation was performed and the 3.0 x 33 mm xience prime stent delivery system (sds) was advanced, but resistance was met with the guiding catheter and the sds proximal shaft broke. The 3.0 x 28 mm xience v sds was then advanced in the same guiding catheter without resistance; however, could not cross the lesion, and the proximal shaft became kinked. Further dilatation was performed, and the 3.5 x 15 mm xience v sds and the 3.0 x 18 mm xience v sds were advanced, but also met resistance with the guiding catheter, and the proximal shafts broke. A 3.0 x 12 mm xience v and a 3.0 x 15 mm xience v were implanted successfully. There was no clinically significant delay in the procedure and no adverse patient effects.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 3.0 x 18 mm xience v and 3.0 x 33 mm xience prime referenced are being filed under separate medwatch reports. Evaluation summary: the device was returned for evaluation. The reported difficulty to position in the guiding catheter could not be confirmed; however, the shaft separation was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.